Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when asymptomatic patient presented in clinic, non-sustained rv oversensing events were observed. Patient had frequent premature ventricular contractions (pvcs) that were being sensed later in time than the r-waves, and this caused a rate mismatch in algorithm. No lead noise was observed. Programming changes were made. Patient was stable.